Event description:
It was reported when stimulation was on the patient was ¿back to going as much as she ever did.¿ it was stated the symptoms began returning a few months prior to report. Reportedly the patient had a mesh sling and had mesh sling surgery twice for prolapsed bladder and uterus. The patient stated she did not experience stabbing pain from the sling. The patient was redirected to her healthcare provider (hcp) to determine if the implantable neurostimulator (ins) should be adjusted or if the sling was the cause of what she was experiencing. It was reported the cause of the event was unknown and the patient was reprogrammed on (B)(6) 2013 and reportedly ¿feeling stimulus.¿ no hospitalization was needed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3093-28, lot# v168018, implanted: (B)(6) 2008. Product type: lead. (B)(4).